Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) revealed no anomaly found.

Event description:
It was reported that a pending pump alarm occurred prior to pump implant. The pending alarm was due to motor stall that occurred on (B)(6) 2014 and recovered on (B)(6) 2014. The patient was to undergo pump replacement due to nearing end of life (eol) of the current pump; however, they had to stop the case due to the new pump having the pending alarm. The replacement surgery was rescheduled for later that day, (B)(6) 2014, as soon as another pump could be obtained. No patient symptoms were reported. The medication delivered by the device system was not provided. It was later reported that when the pending alarm was discovered, the patient was under anesthesia but was being draped; they had not begun the procedure. Additional information has been requested but was not available at the time of this report.